Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745, serial: (B)(6), product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their controller is retaining battery power and they don't understand why the battery was not being depleted like used to and they had tried resetting controller. When asked event date, patient said kind of after they had an MRI done, around dec 29th, end of last year. Patient said when they increase intensity, they can feel the stimulation in their calf like they always have been able to. Patient reset controller and cleaned battery connections during the call and patient reported controller battery 80%, implant battery 90%. Patient said they charged the implant last night and then said both batteries hadn't been depleting as much. Agent reviewed battery depletion depended on settings/usage and if patient wasn't charging implant as often, they wouldn't need to charge controller as often. Patient mentioned they hadn't been walking around as much due to the cold weather. Agent documented information given during the call. During the call, patient mentioned they have arthritis in their fingers and was kind of a challenge to remove the battery pack from the controller.